Event description:
It was reported that in preparation/prior to sedation, the subject rigid video scope had purple lines in the image and there was a break in cable at the laparoscope. There was no harm or injury reported.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, d10, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end is damaged, the coverglass is cracked, the video cable is overstressed. A root cause could not be identified. Based on the results of the investigation the cause was not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue occurred during a therapeutic laparoscopic procedure and was completed using a similar device.